Event description:
It was reported that a guidewire fracture occurred. A 200cm x 10cm fathom-14 guidewire was selected for use. However, upon unpacking, it was discovered that the outer membrane of the device was partially torn. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E.1.: initial reporter phone: (B)(6).